Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the lower aligner has pushed the lower left canine out too much and has led to gum recession and pain in this tooth. Their dentist has advised that they not continue treatment plan past the step they are in due to the recession. Requested information, lor or df letter from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.